Manufacturer narrative:
It was reported to abbott that the patient finished trial got the lead pulled on (B)(6) 2019. Prior to he lead pull procedure, patient took anticoagulant medication. After the procedure, patient was sent to the hospital to get a CT scan and check for any epidural bleeding. Patient was discharged. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02953. It was reported that prior to the patient having their trial leads pulled, the patient had taken anticoagulants. The patient was asked to return to the hospital to have an MRI to check for possible bleeding. The patient finished their trial with no complications.